Event description:
It was reported, "the revision was taking out a 28mm pca liner and replacing it with a 32mm pca liner. Surgery was performed to address instability. The surgeon originally planned to remove the entire acetabular shell and liner. Intraoperatively, it was decided the patient's acetabular walls would not afford this procedure, so instead, he decided to possibly go to a larger head to create stability." The reported device was implanted for 15+ years, however, exact implantation date was not provided.

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.